Event description:
On (B)(6) 2017 the reporter (nurse) contacted lifescan (lfs) alleging that the lay user/patient¿s onetouch verio flex meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation as the patient was unable to be reached for follow-up questions. The reporter stated that the alleged meter issue began on (B)(6) 2017 and was unable to provide the exact time. The reporter did not specify how the patient usually manages her diabetes or whether any change had been made to her usual diabetes management routine in response to the alleged issue. The reporter stated that the patient experienced symptoms of ¿anxious and elevated heart rate¿ sometime later on (B)(6) 2017 after the alleged issue began (exact time not provided) and did not specify that the patient received any form of medical intervention in response to the alleged issue. At the time of troubleshooting, the csr confirmed that it was the patient¿s first use of the product, the correct test strips were being used, there had been no misuse and the batteries did not require replacing. The csr was unable to resolve the issue through troubleshooting. Replacement products have been sent to the patient, although return of the subject device was not requested as the reporter became short and ended the call. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.